Event description:
Additional information was received indicating the transmitter had not been paired with the device by the clinic following implant of the device. Device information was updated in merlin.net and the device was successfully paired with the transmitter. There was no allegation on the device. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, the patient was unable to interrogate the device using the remote transmitter. It was unknown if the the transmitter had been paired to the device. No intervention has been performed at this time. The patient was in stable condition.